Event description:
It was reported that a malfunction alarm occurred. Customer will continue to use current pump for insulin therapy and has manual injections if needed. There was no adverse impact to the customer¿s blood glucose level.